Manufacturer narrative:
It should be noted the gore® excluder® aaa endoprosthesis instructions for use state ¿adverse events that may occur and/or require intervention may include, but are not limited to, improper endoprosthesis component placement and occlusion of device or native vessel.¿

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. Upon deployment of the trunk-ipsilateral leg component, the proximal end of the device reportedly moved proximally. According to the report, the ipsilateral limb on the right side was pushed up while the trunk was deployed, causing the proximal movement. A contralateral leg endoprosthesis was then deployed on the left side. Final angiography reportedly revealed coverage of the left accessory renal artery by the trunk-ipsilateral leg. No further treatment was performed, and the procedure was concluded. The patient tolerated the procedure, and the physician will continue to monitor the patient.